Event description:
It was reported by the rep that when the device, with reload cartridge, was used during an unknown procedure, the reload cartridge fell of the device after being fired successfully. The case was completed with another device. There were no consequences to the pt.